Manufacturer narrative:
(B)(4). This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. The sample is not available and the lot number is known. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Samples for similar complaints have been analysed. The precipitates were isolated and inspected using various laboratory analytical methods. The analyses concluded that the precipitates observed are calcium carbonates. A (B)(4) team has been set up to further investigate this issue. Investigations into this issue by the team have progressed. The ph of the solution has been identified as the primary root cause of this problem. (B)(4). A more long-term preventative plan is currently being evaluated by the team to permanently eliminate this problem. This MDR is being submitted as part of baxter renal's retrospective review & remediation project. This report is being filed late to fulfill baxter's commitment to perform a two year retrospective review of renal complaints in response to FDA-warning letter chi-07-10.

Event description:
This is a case, which was reported to baxter (B)(4) on (B)(6) 2009 and forwarded to (B)(4) on the same day. The complaint was received from (B)(6) and refers to an incident involving an accusol 35 potassium 4mmol 5l(drug) (B)(4). The reporter states that whilst the patient was connected during therapy precipitation in the line was discovered. The reporter does not know at what stage of therapy the event was discovered and no patient harm was notified to him on the (B)(6) 2009. A sample has not been made available. No patient injury has been reported/confirmed by the customer.